Manufacturer narrative:
Please disregard the previously reported medwatch related to this complaint. Per the field service representative, the oxygen (o2) sensor o2 percent hours were over 100,000 which caused the service message to appear. This is an expected response from the unit and is not indicative of a malfunction. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the issue was found during testing of the unit with no scheduled surgery.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'service oxygen (o2) sensor' message. There was no patient involvement.